Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the error message "synergy shaver detector" was displayed. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2022, further information was provided that the reported device was setup and used during the surgery when the pump kept running. Due to this failure the pressure increased and the shoulder got swollen. It was further reported that the pump kept running and did not stop automatically. The reported device was used with an original arthrex tubing and that a restart of the pump did not resolve the reported issue. An edema was noticed in the shoulder of the patient after the treatment but no further action was performed to resolve the swelling.

Manufacturer narrative:
The complaint allegation was not confirmed, but other failure modes were identified. (1) ar-6485 synergy cw4 arthroscopy pump was returned for investigation. The returned device was visually inspected and no apparent damage was noted. Further review of the pump sub-assembly and components showed no functional issues with the latch door or tubing connector. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and functioned as intended with no error messages and no audible alarms triggered. It was noted during the test that the pump motor/rotating parts made a very loud noise when running. The complaint allegation indicates problems with communication with the shaver detect